Manufacturer narrative:
A medical opinion was provided by endocrinologist dr. Charles clark which states the following: ada self monitoring blood glucose goals for gestational diabetes are fasting 60-90mg/dl, pre-meal of 60-105mg/dl, and 2 hour postprandial of <120 mg/dl. If the customer took more insulin than necessary that should have made her baby better off and is unrelated to the cesarean section.

Event description:
Customer reportedly obtained results on the advantage system consistent with the hospital's results on two occasions when a comparison was performed within 10 minutes. Customer alleges that she took insulin based on results in the 200's mg/dl from the advantage system and would subsequently feel low blood glucose symptoms a "few" hours later. Customer reports eating when this would occur. Customer alleges that since she has been taking insulin based on the device results which she claims are too high, she has to have cesarean section a month early. Requested return of suspect system, however, customer declined returning suspect device.